Manufacturer narrative:
Analysis found the customer complaint could not be confirmed. The device works normally. Latest software was present. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device mainframe was not working properly. There was no patient impact.